Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line came loose during drain two of four of peritoneal dialysis therapy on the homechoice device. The patient needed assistance with ending the therapy. The technical service representative assisted so the patient could start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). During a followup call with the patient, the technical service representative clarified that the cause of the patient line coming loose was a use error in that the connection was not fully secured by the patient. (B)(4). A patient not securing a connection led to the patient line coming loose during the peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.